Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On 23-may-2024, it was reported that patient faced infusion set fell off event. Blood glucose levels were 22.3 mmol/l at the time of event. He put on a new set and delivered insulin via pump to address high blood glucose. No further information available.